Manufacturer narrative:
The device was not returned to zoll medical corporation; the device's multifunction therapy cable and CPR-d connector were removed and returned. The malfunction was duplicated and attributed to a faulty multifunction therapy cable connector. The multifunction therapy cable would lose signal when pads connector is flexed while connected to the multifunction cable connector. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device does not recognize pads. Complainant indicated that there was no patient involvement in the reported malfunction.